Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide sys rec'd a report from the mother of a teenaged male pt that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this event.